Event description:
The patient claimed that the down and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok and down arrow keypad buttons were intermittently unresponsive. The contrast and up arrow keypad buttons responded appropriately. The contrast, up arrow and ok keypad buttons spring back or click normally and the down arrow does not have spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.